Manufacturer narrative:
Product complaint # (B)(4). (B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2010 and the mesh was implanted. It was reported that the patient experienced pain in hips, groin, legs, knees, ankles, feet, as well as cramps in calves and toes. It was also reported the patient experienced pain in the neck, shoulders, arms, and cramps in the fingers. It was also reported that the patient experienced a loss of balance, which caused falls and difficulty sleeping. It was reported that it was impossible for the patient to stay in the same position for long whether standing or sitting. It was also reported that it was difficult for the patient to go up or down the stairs. It was reported that the patient had a great lack of energy, difficulty in making it through the day as the patient needed to take a nap after work. It was also reported that the patient experienced anxiety, loss of self-esteem, and social isolation. It was also reported that the patient experienced irritation in the lungs (asthma), throat and head, and inflammation of the arnold's nerve. It was reported that it was impossible for the patient to walk more than 30 minutes and the patient walks slowly. It was also reported that the patient's life is handicapped.